Manufacturer narrative:
Concomitant medical products: reltack3x10 reliatack articulat reload a (lot# n6b0797ux). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions and infection. Post-operative patient treatment included revision surgery and removal of mesh.